Event description:
It was reported that the pt experienced catheter erosion. The reporter believed that the catheter was explanted on (B)(6) 2010. Only the pump remained implanted with the drug being delivered subcutaneously. The pump had contained morphine, bupivicaine and droperidol. The pump was refilled on (B)(6) 2010, with preservative-free normal saline (pfns) and programmed to minimum rate mode. The pt was being supplemented with a pain drug skin patch.

Manufacturer narrative:
(B)(4).